Event description:
It was reported during troubleshooting for an alarm on the homechoice (hc) device, that a home patient (hp) had reused a single-use product. The hp was connected at the time of the event. The patient had changed out the final bag with a new bag during dwell 5 of 5 of pd therapy. The technical service representative (tsr) assisted the care giver (cg) to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of use error, reuse of single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. If additional relevant information is obtained, then a supplemental report will be submitted.